Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. The mcs instrument was analyzed and found to have a broken conductor wire at proximal end, near the idler gear. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument failed the electrical continuity test indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip, and current flow was not detected across both grip tip. There was not obvious damage to the conductor wire. However, the conductor wire was found broken at the proximal side of the monopolar curved scissors. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the monopolar curved scissors had loose contact and did not always coagulate. The procedure was completed with no reported injury.